Event description:
It was reported the device became stuck on a guidewire. The 80% stenosed, moderately calcified and severely tortuous vessel was located in the superficial femoral artery (sfa). A jetstream xc atherectomy catheter was selected for use in a balloon dilation procedure of the of lower extremity to treat atherosclerosis. During the procedure, a noise was noted, and the device became stuck on a guidewire inside of the patient. The device and guidewire had to be removed together as one unit. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). B5 - describe event or problem: updated with additional information c2/d10 - concomitant product/therapy (1): updated with additional information investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure'.

Event description:
It was reported the device became stuck on a guidewire. The 80% stenosed, moderately calcified and severely tortuous vessel was located in the superficial femoral artery (sfa). A jetstream xc atherectomy catheter was selected for use in a balloon dilation procedure of the of lower extremity to treat atherosclerosis. During the procedure, a noise was noted, and the device became stuck on a guidewire inside of the patient. The device and guidewire had to be removed together as one unit. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. It was further reported that the guidewire involved in this event is a boston scientific thruway guidewire.